Manufacturer narrative:
On 06/16/2016 the field service engineer (fse) found a clog in the diff sample line going to the mixing chamber. This caused the leak and it also caused diff voteouts and background failures. The fse cleared the blockage with a syringe and the instrument ran without leaks or voteouts. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a contained brown leak from the coulter lh780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.